Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that sometimes threads are stripped not allowing screws to lock into the plate.

Manufacturer narrative:
It should be noted this is a general complaint for screws not locking into the plate; it is unknown how many occurrences this complaint is referencing. Additional information was requested, with no further information provided. There was no impact to the patient and the surgery was completed with no delay. Upon conducting a complaint history search, this is one of only two complaints of this nature for the product family involved and the only complaint for the part number involved. Based on information provided, the definitive root cause of this issue cannot be established. These devices are used for treatment. There was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification.